Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "anxiety", "tenderness, hurt", "weakness" (non device related), and "physician recommended an ultrasound to confirm a rupture". The device remains implanted.

Event description:
Patient reported left side "anxiety", "tenderness, hurt", "weakness" (non device related), and "physician recommended an ultrasound to confirm a rupture". The device remains implanted.

Event description:
Patient reported unknown side "anxiety", "tenderness, hurt", "weakness" (non device related), and "physician recommended an ultrasound to confirm a rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Two device reported. Unknown what side each device is and what side the complaints are for. Sn (B)(6)/lot 3052151/ catalog c-shd-340. Sn (B)(6)/lot 3076172/catalog c-shd-340.